Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen with no visible display, and a replacement device was arranged while the user was advised to use physician-directed backup therapy. Symptoms included no reported clinical effects. Outcomes included no reported impact on health. Investigation included a review of the device history and a complaint evaluation. Investigation of this case revealed damage consistent with accidental physical impact to the display component. It was concluded that the event was attributable to user-induced physical damage, and the device was replaced.